Manufacturer narrative:
The lot was manufactured september 12, 2017 through september 15, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph with the naked eye shows evidence of bladder rupture. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This event occurred during filling with an unspecified medication. There was no patient involvement. No additional information is available.